Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values.. There were no errors, alarms or warnings in the alarm history related to the complaint. The accuracy testing was performed on the pump; there were no delivery defects found. The reported inaccurate insulin delivery was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging on (B)(6) 2015 an inaccurate delivery issue occurred with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 510mg/dl with no ketones after lunch. The patient reportedly treated the bg via a correction bolus with an insulin pen and the bg decreased to 200mg/dl with no ketones present. The patient reportedly changed the infusion set and site. There was no indication of a bent needle or reddening/irritation at the insertion site. On the night of (B)(6) /2015, the problem occurred again, the patient changed the infusion set and site again; there were no bent needles or leaking at the insertion site and the patient's bg level elevated to 350mg/dl with no ketones present. Per the doctor's instructions, the patient reportedly tried using new insulin vials and replaced the cartridge with no resolve. This complaint is being reported because the patient experienced and adverse event while using insulin pump therapy and due to the alleged inaccurate delivery issue with the pump.